Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated shorting/low impedance in the hybrid. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time).

Event description:
It was reported that the device triggered elective replacement indicator (eri) when approximately a month prior the battery was 2.85 volts. A rapid battery depletion was suspected and the longevity was questioned. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 4513 competitor implantable pacing lead. 2088tc competitor implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary: we did receive performance data collected from the device and have analyzed the data. Evaluation found the device battery voltage was at recommended replacement time (rrt). Time of rrt in save to disk on (B)(6) 2012 device rrt less than equal to 2.6251 volt. Weekly battery voltage trend data shows min bat equal to 2.634 to 2.594 volts between (B)(6) 2012. There were low battery voltage alerts on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.